Event description:
The facility reported an unfusion pump with depleted batteries. The event was reported to have occurred during bio-med testing. The hosp representative stated they have no record of any pt injury or medical intervention. No add'l contact info was available.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed 16 battery depletions. The batteires were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-132, which was opened on 04/01/05, which is in the implementation stage. H9: 600001-12/13/05-019-c.